Event description:
Physician order: 25,000 "u" heparin in 250cc of d5w at 8cc/hr. Pump regulated at 8cc/hr. Heparin drip started at 2:00 a.m. And at 5:00 a.m. (3 hrs after) IV solution of heparin was found to have only 50cc left in the bag. A total of 200cc was infused within 3 hrs instead of 24cc as ordered.